Event description:
Reference number (B)(4). Event occurred in the united states. On 17-june-2024, it was reported that the patient encountered six infusion sets cannula kinked events within 3 hours of insertion. The site of insertion was some were on abdomen and some on outer thigh area, for all sets. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR 1940996 - MDR 3003442380-2024-21167 - device 3 of 6. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.